Event description:
Information received from the article: liu et al. Clinical approach of using onyx via transarterial access in treating tentorial dural arteriovenous fistula. Neurological research. 2014: 36(11) 983-991. Medtronic (covidien) received information regarding a product and adverse event. Post embolization treatment, it was reported a patient the patient¿s cranial nerve symptoms worsened even though the tdavf (tentoral dual arteriovenous fistula) was sub-totally obliterated. The patient¿s symptoms significantly alleviated and the patient was discharged. The article¿s objective was an attempt to investigate the possibility to do transarterial embolization using onyx to treat tentorial dural arteriovenous fistula (tdavf). Clinical and radiological data of 26 patients who had tdavfs treated via the transarterial approach were retrospectively reviewed. It was concluded that treating the tdavf via transarterial approach using onyx maybe a feasible clinical practice. The fistula obliterated rate is highly related to the anatomic characteristic, and high complete obliterated rate can be achieved. Also onyx injection with balloon assistance can be helpful in some of the cases.

Manufacturer narrative:
The report was created to capture the event of worsening symptoms in one of the patients from the article: liu et al. Clinical approach of using onyx via transarterial access in treating tentorial dural arteriovenous fistula. Neurological research. 2014: 36(11) 983-991. The device will not be reutrning for evaluation.(B)(4)